Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/lab data: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that post procedure, the deployed clip detached from one leaflet and remained attached to the other leaflet, and mr worsened. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 3-4. One clip was implanted, reducing mr to 1-2. Several weeks after clip implantation (date not specified) an echocardiogram was performed confirming that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported mitral regurgitation (mr)was likely a result of the slda. It should be noted that the reported patient effect of worsening mitral regurgitation is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was provided. On (B)(6) 2017, one day post procedure, a follow up echocardiogram was performed which confirmed the single leaflet device attachment (slda) and increased mr. Mitral valve replacement was performed on (B)(6) 2017 for treatment, and the patient is stable. No additional information was provided.